Manufacturer narrative:
Results: the bident was present inside the wand hypotube and was not protruding from the hypotube tip. Coagulated blood was present on the wand hypotube. Conclusions: evaluation of the returned artemis revealed the wand was not clogged upon return. During functional testing, the artemis device was able to aspirate fluid without issue. The device was deemed functional and the reported complaint could not be confirmed. Penumbra artemis devices are inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgery procedure in a ventricle in the brain using an artemis neuro evacuation device (artemis). During the procedure, the physician was treating a hemorrhage using the artemis and reported that the artemis wand became clogged after evacuating half of the clot. It was also reported that the clot was very tough and organized. The physician was unable to unclog the artemis wand and it was therefore removed from the procedure. The procedure was completed using a new artemis. There was no report of an adverse effect to the patient.